Event description:
Subsequent to the initial filed report, additional information received confirmed that the 50 mm of the guide wire tip that was reported to have remained in the coronary (with the specific location unidentified at that time), specifically remained in the left anterior descending coronary artery. No additional information was provided.

Event description:
It was reported that during the procedure, on (B)(6) 2013, a 014 balance middleweight (bmw) hydro guide wire was advanced into the mildly to moderately calcified, non-tortuous 1st diagonal branch of the left anterior descending (lad) coronary artery as a support wire to perform angioplasty and stenting of the lad. Pre-dilatation of the lad lesion was performed via the kissing balloon technique, followed by implantation of a 3.0x23 xience v rx stent in the lad, resulting in jailing of the bmw guide wire by the stent. Without using force, the entrapped bmw guide wire was freed with the use of another bmw guide wire without causing damage to the implanted 3.0x23 xience v rx stent. Upon withdrawing the freed bmw hydro guide wire it was noted that the tip coil had unraveled, the guide wire tip was missing, and the stub appeared to be completely frayed; approximately 50 millimeters (mm) of the tip remained in the coronary, approximately 40mm of the tip remained inside of the diagonal, and approximately 10mm of the tip was jailed by the stent. After an unsuccessful attempt to snare the guide wire tip, the separated guide wire tip was completely apposed for its entire length by implanting three xience v stents (with two in the 1st diagonal and one in the lad). This incident resulted in prolonged hospitalization. There were no adverse patient sequelae, however, this issue contributed to a clinically significant delay in completing the procedure. The patient was discharged on (B)(6) 2013 in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it is being retained by the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi torque guide wire instructions for use (IFU) states: consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.

Manufacturer narrative:
(B)(4). The 3.0 x 23 rx xience v mentioned in is being filed under a separate manufacturer report number. Failure to follow steps/instructions. The guide wire is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.